Event description:
The pump was returned for investigation. Investigation revealed that the display screen was dim and discolored. Investigation also revealed that the audio bolus button was intermittently unresponsive. There is no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2014.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during testing, the display screen was found to be dim and discolored. Additionally, the audio bolus button was found to be intermittently unresponsive. The audio bolus button cover was removed and the bolus button slug was found to be misaligned. Unrelated to the complaint, evaluation revealed that the keypad cover was peeling at the ok button. During testing, all keypad buttons responded appropriately to button presses. The keypad cover was removed and no damage or contamination was found on any button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).